Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed; 1 unit had a damaged/broken component, and 2 had a worn component. The device was repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes were not holding. There was no patient involvement.